Event description:
The patient reported that the buttons would not respond properly on the keypad. While programming the pump using the keypad, the patient reports that the numbers would keep going and would not stop when the buttons were pressed. The reporter denies damage to the keypad. The buttons felt flat when pressed and did not spring back.

Manufacturer narrative:
The device was not returned to animas for evaluation. If the device is returned, an evaluation will be conducted and a supplemental report will be filed. No conclusions can be made at this time.